Event description:
The manufacturer received information alleging a trilogy o2 ventilator experienced a ventilator service required alarm. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, the ventilator service required alarm was confirmed. The technician states that an error code was found in the device's error log relating to an oxygen blending module (obm) failure in the airflow sensor. The oxygen blender printed circuit assembly (pca) equipped with the airflow sensor was replaced to resolve the issue. Repair testing, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly.